Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing. The device presents sinus p-waves that are falling into pvarp or retrograde p-waves appropriately falling into post-ventricular atrial refractory period (pvarp). Technical services (ts) was consulted and recommended performing retrograde conduction test during next in-office check to confirm. The device remains in service. No adverse patient effects were reported.